Event description:
It was reported by the customer that bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) had biological contamination, - biological, fungal, non viable. There was six occurrences in this event with no patient impact. The following information was provided by the customer: "customer reported that the product 221283 has microbial contamination. Lot#2819895."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221283, plate trypticase soy agar 100 ea, batch number 2189895 and bd complaint number 6027274 for contamination. During manufacturing of material 221283, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2189895 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2189895 for contamination. Retention samples from batch 2189895 were not available for inspection. No return samples or photos were received for investigation of this complaint. Photos received for another complaint does show contamination in batch 2189895. This complaint has been confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported by the customer that bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) had biological contamination, - biological, fungal, non viable. There was six occurrences in this event with no patient impact. The following information was provided by the customer: "customer reported that the product 221283 has microbial contamination. Lot#2819895".